Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1q1, ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular lead dislodged. Repositioning was attempted however the patient's vasculature would not permit it due to venous anatomy occlusion and the physician elected to approach from the other side of the patient at a later date. The lead was partially explanted and a portion remains capped as a port plug. No patient complications have been reported as a result of this event.